Event description:
During an unknown hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the physician quickly tightened the co2 valve and began spraying. After approximately 15 sprays, the device stopped emitting gas. Tubing was checked and found to be unobstructed. As hemostasis was not yet achieved, a new unit was opened and used, with approximately 10g of powder applied subsequently. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. Photos were provided and reviewed. The photos show an in vivo view of an active bleed and subsequently, the bleed with powder applied. A photo of the lot number was not provided. Our evaluation of the product said to be involved confirmed the report. Not all components were returned, no catheters were provided. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was not observed on the exterior of the returned device. Residual powder was noted in the device nozzle. It was noted that there appears to be a significant amount of powder missing from the powder chamber. When tested as returned the device did not spray as intended. The co2 cartridge did not audibly discharge upon deactivation and the co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). When tested with a new co2 cartridge and activation knob, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Due to the lack of co2 present in the cartridge upon return, and the reduced powder levels in the powder chamber, the reported difficulties experienced by the customer are considered confirmed. However, no device problem attributing to premature loss of co2 pressure was observed during our evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report based on the condition of the returned device. However, the information provided by the user indicates that the device was sprayed 15 times prior to exhaustion of the co2 cartridge. Because the 16g co2 cartridge contains a limited amount of co2, the product is designed to exhaust the co2 before fully emptying the powder chamber. Therefore, the device performed appropriately and no issues were identified. The instructions for use notes: "multiple applications may be required; however no more than (3) hemospray devices should be applied per patient." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.